Event description:
It was reported the catheter was being placed into the pt's femoral vein in the pt's room. They experienced difficulty when attempting to remove the wire after the catheter was inserted. They were unable to remove the wire. As a result, both the wire and catheter were removed and a new kit was used successfully. There was no delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. Upon receipt of the returned device on (B)(4) 2013, the event was determined to be a result of a product malfunction, therefore is reportable. Follow-up report will be filed if additional info becomes available.